Manufacturer narrative:
It was reported from a literature review of the article: 'total knee arthroplasty using bicruciate-stabilized or posterior-stabilized knee implants provided comparable outcomes at 2 years: a prospective, multicenter, randomized, controlled, clinical trial of patient outcomes.' By authors: jennie m. Scarvell, diana m. Perriman, paul n. Smith, david g. Campbell, warwick j.m. Bruce and bo nivbrant, that two patients presented deep infection that was treated with revision surgery. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. There is not enough information to make a cross-check between the reported event and the device involved, therefore the potential causes of the reported event could not be determined. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive.

Event description:
It was reported that 2 patients presented deep infection that was treated with revision surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.